Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with square wave bolus for several hours and bolus delivered properly; no square wave bolus anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to rewind insulin pump while running a square wave bolus. Customer also reported that insulin pump sometimes over delivers. Customer's blood glucose was unknown. Customer was later able to replace reservoir, but requested for insulin pump to be replaced.